Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this system remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was obtained. A review of the data was performed. All measurements were within acceptable range and no noise was noted. A decision was made to further monitor this system.

Event description:
Boston scientific received information that remote monitoring of this device and right ventricular lead displayed a high out of range shock impedance measurement. This information was provided to the physician and is being further monitored.